Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with a sensor glucose of 63 mg/dl and symptoms of presyncope and anxiety; the user self-treated with oral carbohydrates (oatmeal and rice pudding) and subsequently had rising glucose to 92 mg/dl and later 161 mg/dl, consistent with overtreatment, after which the user was advised that the pump would deliver corrective insulin over time. Symptoms included feeling faint and anxious during the hypoglycemic episode. Outcomes included transient low glucose followed by hyperglycemia due to overcorrection, without injury or medical intervention. Investigation included customer interview and troubleshooting with use counseling. Investigation of this case revealed user-related overtreatment of hypoglycemia with rapid carbohydrate intake and no device malfunction reported. It was concluded that the event was related to hypoglycemia with cause unclear and subsequent user overcorrection, with device operating as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.